Manufacturer narrative:
Conclusion: damage to the lead wire of the conductive link as might be caused by minute device mobility was determined to be the root cause of device failure. The problems given in the recipient report seem to be congruent with the damage found. Other mechanical damages found are attributable to the removal surgery. In addition the recipient was no longer within the indication criteria of the device and was a non-user for several years. The recipient was re-implanted with a cochlear implant. This is a final report.

Event description:
The user's hearing performance with the device was affected. In the beginning the user was reportedly satisfied with the hearing benefit from the device, but at some point in time (date not known) the device did not work any longer and the user became a non-user. The user has been re-implanted with a cochlear implant.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The device has not been used for several years. The device has been explanted.